Event description:
It was reported that on (B)(6) 2024, a patient was to be implanted with 7 mm x 10 cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat right iliac artery stenosis. After balloon dilation was performed, the viabahn device was advanced to target lesion. The physician pulled out the deployment line, the viabahn device couldn't be deployed. Therefore, it was removed together with sheath. However, the proximal end of viabahn device was stuck in the tip of sheath during removal. The patient was restless and uncooperative with the procedure since sequelae of cerebral infarction. When the physician withdrew the device together with the long sheath for multiple attempts, there was a bit scratch on intima. The physician considered other treatment for the disease. The procedure was ended.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the device met pre-release specifications. The reported primary failure mode, related to a stuck deployment line, is not consistent with the engineering evaluation findings of an ability to continue deployment. As reported, the physician pulled out the deployment line, but the device would not deploy. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The reported secondary failure mode, related to the device getting stuck in the sheath during attempted removal, could not be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory. The cause of the reported secondary failure mode could not be established with the available information. The returned device exhibited several forms of damage (e.g. Kinked and exposed distal shaft, shifted and compressed endoprosthesis, flowering of proximal apices). The cause for these damages could not be determined, but they are consistent with damage resulting from an unknown device interaction during withdrawal or manipulation of the device either during or after the procedure.